Event description:
The customer reported the foot pedal was not working, with a motion error detected message. Table errors are fatal errors that prevent the system from booting up. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The table was removed and broken screws were replaced. The leg extension rail was cleaned, the extension sense microswitch was adjusted and a table motion calibration was performed. The system was tested and found to be working as intended and returned to service.